Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04-jan-2018 with the following findings: during investigation, the battery compartment was found to be cracked below and above the grip pad. The threads of the returned battery cap were found to be cracked. The returned battery cap was unable to properly secure to a test pump. The display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter:  (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment, a damaged battery cap, and a dim/fading/discolored display. This report is made based on results of investigation completed on 04-jan-2018.